Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred during a return device service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that tamper seals were broken or removed from the bottom case and plunger assembly upon receipt. The right plunger case was cracked. An error code was found in the ehl (event history log). An occlusion test was performed. The customer reported issue was confirmed, the motor rate error was found during the occlusion test. The root cause of the reported issue is attributed to the worm coupling, worm gear, lead screw and both clutch halves that were old, dirty, and worn out due to normal use and wear by the customer. To correct the issue, the motor assembly, worm gear, lead screw and both clutch halves were replaced. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.